Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that his right front fork is broken, that when he turned the chair he heard a crack come from the fork and that the fork is broken at the stem.